Event description:
It was reported that a power on reset (por) occurred. The error accompanied with the por was not specified but the por was successfully cleared. The por was reset with the patient programmer and turned back on by the patient. No action was required as a result of the event. No diagnostic testing or troubleshooting was done. It was unknown if the issue was resolved and the cause was unknown. The patient was alive with no injury and patient symptoms had included less than 50% therapy relief. The patient¿s tremor had returned while the device was off until the por was reset and the device turned back on. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 37085-95, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2007, product type lead. (B)(4).